Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2021. During the procedure, the left ventricular lead had dislodged. The lead was removed and replaced in the same procedure. The patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification.